Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02990. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on multiple contacts on a single lead. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-02991 should not have been reported as a medical device report (MDR) due to additional information indicating surgical intervention was not undertaken on this lead.

Event description:
Additional information received indicated this lead is no longer reportable as surgical intervention did not occur on this lead.